Event description:
Note: this report pertains to the second of two devices that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-07451 for a description of the other event. It was reported to boston scientific corp. On dec. 4, 2008, that a resolution clip device was used during an esophagogastroduodenoscopy procedure performed in 2008. According to the complainant, the pt, "had a polypectomy a few weeks prior to this event", and returned to the medical center, "with a post polypectomy bleed". The physician "applied two clips that worked well". When the physician "applied two additional clips, they did not stay in the tissue". The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provided the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.